Event description:
It is reported that the inner plastic cavities were yellowed and had cracks on both the outside and inside.

Manufacturer narrative:
Eval summary: as returned, the outer packaging is in substandard condition and looks as if it was dropped several times. The inner cavities are damaged in a manner consistent with mishandling. The head may have been shipped multiple times. Based on the damage to the outer packaging the most likely cause of the reported cavity failure is the device experiencing greater than anticipated loads during distribution. Cause cannot be definitively determined. Eval: device records indicate all components were mfg and inspected to specification.